Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
The pump was sent in for repair. There was unknown patient involvement. Device evaluation revealed a defective downstream occlusion sensor.